Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin called and reported that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 140 mg/dl before they went to bed. The customer used glucose tablets to treat the low. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer's blood glucose levels were fluctuating in the 2 months prior to the customer's passing. Troubleshooting was not completed as the pump was not available at the time of the call. The customer passed away the day after the low event of a heart attack. The insulin pump will not be returned for analysis.